Event description:
Newly purchased subcutaneous needle-less injection system for dental use was tried (with lidocaine) by dentist on the fleshy part of palm prior to using on children dental pts. Complainant experienced immediate severe pain and swelling and still has pain in arm 4 months after the episode. Dentist doesn't think that this is a device that should be used in children's mouths. MFR told dentist that there is nothing wrong with the device and that they probably hit a bone when they tried it on their hand. When not against any object, the device will eject a liquid up to 8 feet when activated. Unit has been returned to MFR.